Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the pediatric patient underwent skin lesion excision on an unknown date and suture was used. Approximately three-weeks post-operatively, the patient experienced a wound dehiscence. The patient was treated with wound care and wound was allowed to heal via secondary closure. The physician will follow up and determine if a revision is needed in the future. Additional information has been requested.